Manufacturer narrative:
Updated data: b2, b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the hemodynamic valve deterioration (hvd) was specified to the severe aortic regurgitation. As result, 7 days following the onset of this event a valve-in-valve revision occurred with a non-medtronic valve.

Event description:
It was reported that approximately six years and two months following the implant of the transcatheter bioprosthetic aortic valve, the valve was noted as failed. Structural valve deterioration with severe hemodynamic valve deterioration (hvd) occurred. A new/increase of 2 grades of intra-prosthetic aortic regurgitation (ar) occurred. The ar was reported as severe. Treatment was not reported. The patient was being further evaluated. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.